Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anaesthetic gas scavenging system was calibrated to resolve the issue. H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anaesthetic gas scavenging system was calibrated to resolve the issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There is no patient involvement.